Event description:
New information received notes the patient presented to the clinic for follow-up on (B)(6) 2020. Upon device interrogation, a message displayed that the rf telemetry was enabled and the interruption was caused by prolonged rf usage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not yet available.

Event description:
It was reported that the implantable cardioverter-defibrillator was not communicating with the transmitters. The device possibly exhibited radio frequency (rf) transmission issues. Further evaluation was discussed.